Manufacturer narrative:
Manufacturer's ref no: (B)(4). This complaint is from a literature source. The following literature citation has been reviewed: schleberger r, riess j, brauer a, pinnschmidt ho, rottner l, moser f, moser j, kany s, my I, lemoine md, reissmann b, meyer c, metzner a, ouyang f, kirchhof p, rillig a. Ablation of outflow tract arrhythmias in patients with and without structural heart disease-a comparative analysis. Front cardiovasc med. 2022 may 25;9:910042. Doi: 10.3389/fcvm.2022.910042. Pmid: 35694678; pmcid: pmc9174508. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was not provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature citation has been reviewed: schleberger r, riess j, brauer a, pinnschmidt ho, rottner l, moser f, moser j, kany s, my I, lemoine md, reissmann b, meyer c, metzner a, ouyang f, kirchhof p, rillig a. Ablation of outflow tract arrhythmias in patients with and without structural heart disease-a comparative analysis. Front cardiovasc med. 2022 may 25;9:910042. Doi: 10.3389/fcvm.2022.910042. Pmid: 35694678; pmcid: pmc9174508. Objective/methods/study data: : consecutive patients (2019¿2021) undergoing catheter ablation of ventricular arrhythmias in a single high-volume center were retrospectively analyzed - 215 patients with outflow tract arrhythmias (35.3% female, mean age 58.3 ± 16.0 years). The article mentions a death that was due to progressive heart failure and not stated to be related to the device. Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: a steerable single-tip ablation catheter (thermocool, d- or f-type,2-5-2 mm spacing). Other biosense webster devices that were also used in this study: carto 3, pentaray nav catheter. Non-biosense webster devices that were also used in this study: n/a. Adverse event(s) and provided interventions: qty unk 0.5% pericardial tamponade.